Event description:
My health care provider ordered a zio irhythm heart monitor device which was attached to my chest on (B)(6) 2023 in hospital. Soon thereafter caused itchy, irritated and red skin. I was asked to wear device for 2 weeks and had to remove it early due to irritation and itch as I could not stand it anymore. I followed directions for removal and slowly started to remove device. I instantly had incredible pain in a specific area (lower left side around edge of adhesive). My eyes watered, I was verbal in the pain I was experiencing and was nearly brought to tears. Pain became more excruciating with each small, slow pull of device. I've never felt this type of pain before. It felt like hundreds of tiny shards of embedded glass were being ripped from my skin. After removing, my skin was bright red, irritated. I was left with a crescent shaped red scar on my chest (on the area of pain I speak of) which is still there to this day. I have a daily reminder of this shocking and painful experience every time I see this scar. I reached out to the zio irhythm company to let them know of my experience via email on (B)(6) 2023. On (B)(6) I received a response and was told they escalated my request to management. On (B)(6) I contacted again and told they escalated my request to a supervisor and they would reach out directly. On (B)(6) I was told report of skin reaction and photos I sent are being escalated to one of their team. On (B)(6) I sent an email wondering what their idea of escalation was and it seemed I was being ignored. On (B)(6) zio sent email stating my issue has been forwarded to the legal department. On (B)(6) they assured me my experience and concern were not being ignored. I contacted again on (B)(6) and (B)(6). No one from the legal department or management ever contacted me. Ignore me was exactly what they did. This company did not and does not care about my harmful experience and the scar left on my body. It seems I'm not the only one who have experienced incredible pain/irritation from wearing and removing this device per online reviews I've read. I've taken multiple photos of device after it was applied to chest, after it was removed and that of the scar it caused me.